Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photo shows several clips on a gauze, that appears to be no properly formed from top view. The second photo shows a tissue on jaws of a device from front view. However, the quality of the photo is not clear. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, titanium clips (ligamax, el5ml) malfunction. Proximal end of clip was not completely close. There was no delay in the procedure. The procedure was successfully completed. Fragments were generated and removed easily without additional intervention. There were no patient consequences.

Manufacturer narrative:
(B)(4). Corrected data - additional information was received. Information submitted under 3005075853-2019-21389 will now be associated with 3005075853-2019-21405.

Manufacturer narrative:
(B)(4). Corrected data: based on additional formation received the information submitted under 3005075853-2019-21389 will now be associated with 3005075853-2019-21404. Additional information received: can you please provide the amount of time the surgical procedure was extended by (minutes, hours)? Extended by 15-20 min from a normal operation time. The photos seen in product complaint (B)(4) appear to be the same photos as this product complaint. Yes, all of 4 el5mls was use in the same case but with different lot no. Did all of the el5ml clip appliers have this issue in the same surgical procedure on (B)(6) 2019? If yes, than one complaint record can document the 4 clip appliers. If they are from two different surgical procedures. Yes, those were used in lap cholecystectomy procedure.